Event description:
It was reported that the buttons are increasingly slow to respond. There is no additional information available at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were responding as expected. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.